Event description:
Nurse drew specimen for prothrombin time into 2.7 ml vacutainer blue tip b/d tube. When the tube was rotated to mix the solution with the specimen, small pieces of what appeared to be glass was in the tube. The nurse redrew a new specimen at this time to send to the reference and the other blood tube was taken back to the office to verify suspect foreign material was in the blue top tube. The reference lab was consulted prior to the redraw and requested a specimen in new tubes.